Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming no disposable, pump won't run. The alarm was silenced, attempted to review pump settings, but the patient was struggling to see the numbers on the screen. The medication was verified. The pump was turned off and the tubing clamped, but the patient was struggling, so an attempt was made to clamp tubing closer to pump. It was reported that a nurse had her told the patient to turn the pump off. The tubing was all connected form the pump to the port. Advised to power on the pump. The settings were reviewed, the pump restarted, but still has no disposable alarm. The pump was stopped. A clamp was closed on the tubing somewhere between the port and the pump. The patient had tried to remove the dressing on the port and it was all loose. Advised to proceed to the clinic for sterile port dressing change and let them know pump was off all night. There was no patient injury reported.